Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high,¿ however, a specific bg value was not provided. The cause of the high bg was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended. Reportedly, the customer changed the cartridge, infusion set and delivered a correction bolus to resolve high bg.